Event description:
The daughter of an end user called in and stated she noted the end users skin was stripped in one spot under the mass when she removed the wafer. The daughter of the end user stated this occurred two (2) days ago. The end users daughter went on to state the wafer is changed every three (3) days.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end users daughter stated she cleans the skin with warm water and vinegar and then applies the wafer. The end users daughter was educated on proper skin care and crusting using stomahesive powder and protective barrier wipes. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.